Event description:
It was reported that the programmer stalled on the black screen with the logo and would not progress further. The programmer was returned for service. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) software contamination found. (B)(4) rf (radio frequency) head electromagnetic field immunity is out of specification; case found damaged.